Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The product code for the powerport slim implantable port, chronoflex single-lumen, kit, 6f product is identified in d2. H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device was returned for evaluation. The evaluation is not identified for fluid leak. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device was returned for the one malfunction. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The product code for the powerport slim implantable port, chronoflex single-lumen, kit, 6f product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.